Event description:
It was reported that high lead impedance around 9700 ohms was found on vns system implanted in patient. Further information was received that lead impedance was high, unspecified which diagnostic test was performed. The device was not switched off following the high lead impedance. X-rays were taken and were reported by the medical professional to be unremarkable. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not reported about a known relevant information on the event.

Event description:
Review of device history showed data available on the generator implant date (B)(6) 2015. Patient was programmed to therapeutic settings on the date of surgery. No anomalies observed. There is evidence of normal impedance on the date of implant.

Manufacturer narrative:
(B)(4)

Event description:
An implant card was received by the manufacturer on 07/13/2016 reporting that patient generator was replaced due to battery failure. Further clarification was received from nurse that patient was seen in adult clinic and a problem was identified in (B)(6) 2015: output current was low and lead impedance was high with a value of 9727 ohms. As consequence, the device was replaced on (B)(6) 2016. All diagnostic checks were all within normal limits following generator replacement. It was reported that the lead was performing as intended because the new device was attached to the existing leads and is now working well. Nurse is not sure about pin connections of the previous generator but is sure this would have been checked at time of surgery. The explanting facility most likely discarded the explanted device; therefore, no analysis can be performed.

Event description:
The explanted generator which was previously suspected to be discarded was sent to the manufacturer to have product analysis completed. The generator is currently undergoing analysis, but analysis has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
The explanted generator had product analysis completed, verifying the generator's ability to accurately measure impedance values. The generator was able to accurately measure multiple resistance measurements when attached to various electrical loads. The device output was monitored with the generator placed in a simulated body environment and verified the generator's ability to provide the intended output current. A comprehensive electrical evaluation showed that the generator performed according to all functional specifications. No performance or adverse conditions were identified with the explanted generator.